Event description:
The customer reported the ventilator alarmed and shutdown during normal ventilation operation in use on a patient. The customer reported there was no patient harm. The manufacturers field service engineer (fse) reported that trending history from the day of the reported problem was reviewed and it was noted that the ventilator alarmed low battery approx. 1:28am. The fse reported review of the diagnostic history noted a 24v/ +-12v/power fail failure occurrence followed by a restart which may have been due to the battery depleting. The fse reported internal and external inspection of the device found no issues, and both external and backup batteries were fully charged. Performance verification testing was completed and passed. The fse reported no problem was found with the device.